Manufacturer narrative:
Investigation pending.

Event description:
A variance was reported between inratio inr result and lab inr result. The results were as follows: (B)(6): lab= 1.3, (B)(6): inratio= 4.0. The reported therapeutic range: 2.0-3.0. It was reported that the physician may change coumadin dose depending on test results.

Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. In-house testing on the returned monitor using retained test strips met accuracy criteria. The customer's complaint was not confirmed. The returned monitor passed functional and thermistor testing requirements during in-house investigation. The system performed within expectations. A statistical analysis of the impedance curve generated using the customer's reported inratio inr result determined that the curve did not exhibit a weak or abnormal slope. A review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.